Event description:
It was reported that pump displayed malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, did not experience repeat of malfunction, was advised to continue using pump and to call back if malfunction alarm recurred, and confirmed understanding of instructions.